Event description:
It was reported that the 9800 systems workstation did not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the sbc, the generator interface board and the system interface pcb. Reloaded the cal files. The system was tested and found to be working as intended and placed back into service.